Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a "safety valve open" error message. There was no patient involvement.